Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Health effect- impact code: f2303. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that a patient was injected with 1ml of juvéderm® volift¿ with lidocaine in the malars, nasogenian grooves, and nasolabial fold regions. After a month, the patient presented with painful and palpable nodules in the malar regions with skin retraction on the left side. Patient was treated with clarithromycin 500mg every 12 hours and local anesthesia and antisepsis with ciprofloxacin 500mg every 12h hours as well. Patient underwent ultrasound which shows malar and zygomatic regions with ultrasound findings suggesting hyaluronic acid aesthetic filler, palpable nodules in the left malar and zygomatic regions corresponded echo graphically to a deposit of hyaluronic acid with increased echogenicity and slightly heterogeneous inside and the presence of liquid content in the superficial subcutaneous region in the left malar region and in the deep subcutaneous in bilateral malar regions may suggest a collection. Symptoms are ongoing.

Event description:
Event has been resolved.